Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the surgeon planned total 10 anchor application, and each anchor was supposed to be furnished with two tapes and three sutures for the patient with the robust bone. The 1st anchor was deployed without an issue. Next, the tip of the 2nd anchor in question broke when the surgeon pulled the wire kite. Further, the 3rd anchor in question was inserted into the burr hole, but it broke during suture tensioning. The surgeon tapped the burr holes before the 4th and the 5th anchors in question were applied. However, both anchors broke consecutively. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the shaft and inserter tip are in good condition, no structural anomalies were found. The anchor was found to be broken at the tip. The sutures are in good condition. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A root cause for the broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the tip of the device. As per the instructions for use; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: there was no non conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2021, it was observed that the anchor on the 4.75 healix advance kntlss br device broke during suture tensioning. The broken fragment was completely removed with forceps from the patient's body. Another like device was used to complete the procedure with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided.